Event description:
New information received notes the right ventricular (rv) lead was capped (B)(6) 2024 and replaced. The patient was stable

Event description:
It was reported that non sustained right ventricular oversensing was observed on the right ventricular (rv) lead via remote transmission. The episode appeared to be rv lead noise too large to program around. Further evaluation was recommended. There were no reported patient symptoms or consequences.